Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Tandem technical support assisted the customer in changing the infusion set tubing and going through the load process, and insulin delivery was resumed. Customer's blood glucose was 206 mg/dl.